Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for etoh2 ethanol gen.2 (etoh) on a cobas integra 400 plus (i400+). The sample initially resulted as 0.027 g/l and this value was reported outside of the laboratory to the hospital service. The doctor called back because the result was unbelievable. The doctor asked for a repeat of the sample and the repeat result was 2.541 g/l. No adverse events were alleged to have occurred to the patient. The etoh reagent lot number was 24428401. The reagent expiration date was asked for, but not provided. Upon review of calibration data, the calibration is perfect.

Manufacturer narrative:
Quality controls performed after the event ((B)(6) 2017 to (B)(6) 2017) were within range. Based on calibration and control data, a reagent or instrument issue is not likely. Upon review of the alarm trace, there were clot alarms on the day before the event ((B)(6) 2017), suggesting the presence of a clot in some sample. The most likely cause for the event is a pre-analytic sample handling issue.